Event description:
It was reported that during the attempted implant, the helix would not deploy. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was fractured (overstress). It was also noted that the distal conductor was distorted, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. Visual analysis indicated that the lead was received with the helix fully retracted. During the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.